Event description:
The customer reports that during a bilateral breast augmentation procedure the patient was burned near the incision site. The scrub nurse noticed sparking coming from the insulated portion of the electrode, rather than the tip and instructed the physician to stop. The burn was superficial in nature and treated with ointment. The electrode appeared to have some marks on the insulation.